Event description:
It was reported, after inserting the iab into the patient, the md could not achieve an ap-pressure wave form on the monitor. As a result, the pump was exchanged. Mipm, a foreign contract provider, was alerted and they exchanged the defective fos board. There were no reported patient complications.